Event description:
Caller alleged discrepant results with inratio versus lab. Results are as follows: inratio: 6.5, 5.7, 5.6; lab 3.9. Pt therapeutic range is 2-3. Coumadin dosage not changed. Pt not on heparin or lmwh.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Investigation pending.